Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: adverse event report is being submitted due to symptoms related to diabetes - nausea.

Event description:
Consumer reported complaint for dead meter, stating that the truemetrix air meter would not turn on. The battery had been changed a few days prior to the call. Customer was feeling nauseated at the time of the call but denied the need for medical attention. During the call, the truemetrix air meter powered on using the power button and when a test strip was inserted. The "low battery" symbol did not display. During the call, a blood test was performed by the customer fasting and produced test result of 167 mg/dl using truemetrix air meter. Customer was satisfied with the result obtained.